Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during procedure an ophthalmic surgical console presented with unstable intraocular pressure. The procedure details and patient harm was not reported. Additional information has been requested. Additional information received indication intraocular pressure goes low to single digits or zeo during core vitrectomy procedure, especially during scleral depressed shave. Procedure was completed by slow and gentle foot pedal depression to allow for eye to not lose pressure/give adequate time to refill. There was no patient harm.